Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the tubing was replaced to address they issue and resume insulin delivery. The customer's blood glucose level was 300 mg/dl.